Event description:
It was reported from the system longevity study (sls) that the right atrial (ra) lead threshold increased from the previous follow up check. There was no medical intervention; the ra lead will be checked for further threshold changes during next follow up. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.